Event description:
It was reported that the device was shocking the patient and it was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.